Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 100mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for the procedure. During the first inflation, there was a pinhole rupture in the middle of the balloon at 14 atmospheres for one minute duration time. After decompression, the device was removed from the body and a different device was used to complete the procedure. There were no patient complications reported.